Event description:
Customer's mother reported via phone, the insulin pump reset to the factory setting and the customer was hospitalized due to diabetic ketoacidosis. Customer's mother stated, the last time he reprogrammed the device, it worked for a week and then he ended up with diabetic ketoacidosis. The device had alarmed rested, unexpected restart, external ram crc error, and displayable history crc check failed on startup on (B)(6). Customer was admitted with blood glucose over 250 mg/dl. Symptoms were vomiting and unconsciousness. He was treated with insulin and IV fluids. Customer's mother is returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.